Manufacturer narrative:
This event occurred with a similar device in a foreign market. A supplemental report will be submitted once investigation occurs.

Event description:
The customer reported with dark and burn marks under eyes. Gp advised to stop using the mask and prescribed various creams products for the burn marks.